Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was mold-like foreign matter on the bd microfine plus¿ pen injector needle.

Event description:
It was reported that there was mold-like foreign matter on the bd microfine plus¿ pen injector needle.

Manufacturer narrative:
Investigation summary: one sealed 31g x 5mm pen needle polybag containing fourteen pen needles along with five photos were returned from lot. No. 8045779, cat. No. 320129. Visual examination of the returned photos and sample was carried out and black ink marks were observed in the polybag. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Root cause was supplier related and will be investigated under (B)(4).